Event description:
Physician reported capsular contracture, baker grade iii, and periprosthetic seroma. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Seroma-late: unable to observe. As per the investigation procedure, creases, wear abrasion, calcification and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii, seroma.

Event description:
Physician reported capsular contracture, baker grade iii, and periprosthetic seroma. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Event description:
Physician reported capsular contracture, baker grade iii, and periprosthetic seroma. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a.6., d.6b., h.6.